Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received a shock for supraventricular tachycardia (svt) due to heart rate being at 200 bpm. Five months later the patient received another inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. The smart pass feature was enabled. Three days later there was oversensing of the t wave and noise on presenting electrogram (egm) as well as the last two beats being undersensed. Boston scientific technical services (ts) discussed that there was one oversensed t wave and that myopotential marked with a sensed marker, a noise marker and a dot to indicate a discarded beat. Ts further discussed smart pass was disabled and that the episode was showing low amplitude signal and slow rate. Ts suggested considering other sense vectors to see if larger signal available on other vector. The medical personnel would discuss the programming options with the physician. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.